Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with failure code 810:11 in the pump's event history. The baxter service technician confirmed that this condition was caused by the pump's air in line printed circuit board being out of calibration. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
Complainant alleged that while attempting to treat a pt, the device powered on without display. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was calibrated to correct this condition.